Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. Patient mentioned they called their surgeons office to make an appointment to be seen by a rep for reprogramming, but the surgeons office stated a rep would reach out to the patient, and it had been a week without hearing from a medtronic rep. Patient stated their stimulation has not been working correctly for around 4 months now. Patient stated as they get older their back is starting to bend more, so they are not sure if they need a revision due to the change in their posture. Patient stated the stimulation is reaching through one way and out the other. When asked for clarification, patient stated their stimulation was programmed to help both of their legs and back, but now the stimulation was 'hard' on one leg even if they turned stimulation down on program 1 and high on programs 2 and 3. Patient stated stimulation was not helping their back at all and they could barely walk. The patient was redirected to their healthcare provider to further address the issue. Agent sent email to local reps for visibility, since physicians office redirected patient back to medtronic. Additional information was received from the patient. It was reported that the patient reiterated the previously reported information. The ins is not working like it should for the past 6 months so pt is going to have the ins revised but she does not have a scheduled date yet. The pt stated she thinks that the reason for revision is due to her posture. The patient was redirected to their healthcare provider to further address the issue.